Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had reservoir leak. It was also reported that the customer experienced the high blood glucose level. The customer¿s blood glucose level was 21 mmol/l. The leak was at the o-rings but the customer was sure about the 1st or 2nd o ring. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis.